Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of approximately 550 mg/dl and a life threatening high ketone level. The customer was treated with intravenous saline and insulin and was released from the ER approximately 4-5 hours later with the issue resolved and no permanent damage. The cause for the reported issue was due to the pump shutting down due to a low battery. Reportedly, there was particles in the usb port preventing the pump from being able to charge. The usb port was cleaned, and the pump was able to successfully charge.